Event description:
It was reported that the patient expired. The patient had a terminal illness; the cause of death was not reported. Per the reporter, the death was unrelated to the implanted device system. The pump contained hydromorphone 25.0mg/ml; bupivicaine 40mg/ml; compounded baclofen 1000mcg/ml and clonidine 600mcg/ml. The infusion rate was 0.88 ml/day with a patient activated dose of 0.752mg.